Manufacturer narrative:
Device is a combination product. (B)(4). A visual and microscopic examination also identified distal stent damage. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to anatomical and/or procedural factors encountered during the procedure. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the device was unable to cross the lesion. The 96% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was dilated with a 1.5mm non-bsc balloon. The 3.5x28mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with another 3.5x28mm promus element stent. There were no patient complications reported and the patient status is good. However; analysis revealed stent damage.